Event description:
Olympus was informed that during an unspecified procedure, the surgeon was shocked due to a hole in the bending rubber. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's reported phenomenon of electrical damage. It was noted that the insertion tube was dented and bent at multiple locations, and there was excessive cracks/blisters throughout, which exposed the metal meshes. The insertion tube failed the leak test and electrical testing due to the damage observed and the endoscope was found leaking from the distal tip due to the torn biopsy channel. In addition, the distal end was found burnt at the channel opening possibly due to a hot biopsy forceps or laser damage. The endoscope was refurbished.